Event description:
Baxter reports a transfer set with a broken clamp. The transfer set had been in use for 3 months. Noted during use. No pt injury or medical intervention was reported per baxter affiliate.